Manufacturer narrative:
Additional information was provided in a.1., b.5., d.10., h.6. Correction information was provided in b.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and sated that there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure lens stuck in delivery system and would not advance on injector. And the lens was faulty. Additional information has been requested.